Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19100000/19674897.

Event description:
It was reported that the patient felt vibrations in her lower extremities, heart, and brain. The patient underwent an explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.